Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: blood pump. Hm xve. Specific component(s) involved: pump drive unit malfunction. Main ball bearing wear. Causative or contributing factor: no specific contributing cause identified. Intervention(s): switch from vented electric to pneumatic-mode. Type: lvad.